Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. It was stated that the battery was removed and the insulin pump was restarted and when trying to deliver a bolus the motor error alarm occurred again. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is not able to complete the rewind sequence. Blood glucose value is 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.